Event description:
It was reported that t:slim x2 pump battery would not charge and power source alert appeared around time issue began. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of original charging cable and wall adapter, followed guidance to leave wall adapter plugged into working outlet for at least 30 minutes, and pump began charging with original supplies, so no further assistance was required.